Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Analysis of the battery revealed that it met specifications; the device passed visual examination and functional testing. Log file analysis revealed that a critical battery alarm occurred on (B)(6) 2015, which confirmed the reported event. Also shown in the logs were instances of the controller switching its power connection from one battery to the other before the first battery was discharged below 25%. The most likely root cause of the reported event can be attributed to communication errors between the controller and batteries. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's battery induced a "critical battery alarm" per controller log files. The battery was exchanged with no reported patient consequences.